Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom " 'system error 322' alarms". Review of the event history log confirmed the reported symptom "'system error 322' alarms". The evaluation found that the flex cable connector, which makes the connection between the upper latch switch and the input/output printed circuit board, had malformed pins that were not parallel, resulting in an intermittent connection, which is known to contribute to "system error 322" alarms. The input/output printed circuit board was replaced to correct this condition. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.